Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during fixation of the proximal humerus with an unknown plate and screws the 1.6mm kirschner wire broke while it was used for temporary fixation. The broken piece was left inside the patient. The surgeon fixed the fracture and out screws through the plate. He did not use another k wire. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: plate (part number unknown, lot unknown, quantity 1), screws (part number unknown, lot unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: jey. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during fixation of the proximal humerus with an unknown plate and screws on an unknown date, the 1.6mm kirschner wire broke while it was used for temporary fixation. The broken piece was left inside the patient. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).